Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an alert due to low out of range shock impedance measurements on a non-boston scientific right ventricular (rv) lead. The health care professional (hcp) reached out to technical services (ts) for consultation. Upon further review, ts noted that it appeared the patient was seen in-office the following day after the alert was triggered and at that time, tachycardia therapy had been turned off. Ts recommended further review of patient records. At this time the device system remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an alert due to low out of range shock impedance measurements on a non-boston scientific right ventricular (rv) lead. The health care professional (hcp) reached out to technical services (ts) for consultation. Upon further review, ts noted that it appeared the patient was seen in-office the following day after the alert was triggered and at that time, tachycardia therapy had been turned off. Ts recommended further review of patient records. Further information from the sales representative confirmed this patient was evaluated in-office and fitted with a lifevest. It is planned for this patient to have a generator and lead replacement. Additional information also confirmed low sensing values were observed. At this time the device system remains in-service. No adverse patient effects were reported.